Event description:
Physician performed bilateral iliac angiograms then atherectomy. The diamondback 2.25 st was used for the arthrectomy of the left mid and distal superficial artery. The diamondback sheath was removed; fragmented catheter and sheath remained. Then partial successful snaring of fragment and sheath to left common iliac - fragmented snare and wire remain. Patient went to o.r., removed foreign objects. Patient than codes - death. Tip of diamondback catheter with distal part of raabe sheath could not be removed, due to heavy calcification and burr of diamondback broke off.